Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation that was described as itchy hives under the electrodes. The patient was suggested to use a cortisone cream by physician. Additional follow-up indicated that the patient was given a prescription from her physician. The patient also ended use of the lifevest. The patient reported that the irritation was much better. A us distributor reported that a patient had developed skin irritation under electrodes, described as itchy hives. Patient reported having very sensitive skin. The patient was suggested to use a cortisone cream by physician. The patient reported that the irritation somewhat improved. Patient later ended use due to skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin irritation under electrodes, described as itchy hives. Patient reported having very sensitive skin. The patient was suggested to use a cortisone cream by physician. The patient reported that the irritation somewhat improved. Patient later ended use due to skin irritation.